Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. Correction to e1, e2, e3, g2 (checkmark health professional), h3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the presume cause for the event could not be specified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited error code e105. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no reportable findings. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.